Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol ventralex device used to treat the patient. The patient's attorney has alleged that the patient "sustained severe personal injuries, consisting of chronic abdominal pain and incarcerated ventral hernia." However, hernia recurrence is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. No sample was returned for evaluation and medical records are not available. Based on the limited information provided at this time, no conclusions can be made between the reported post-operative complications and the bard/davol ventralex device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 -the patient's physicians implanted an unspecified bard/davol ventralex hernia patch into the patient. As reported, the patient's attorney alleges that "following the procedure, the patient began experiencing severe pain and complications from the ventralex mesh." On (B)(6) 2018 - the patient underwent surgery to remove the ventralex mesh. The patient's attorney alleges that the ventralex is defective. The patient's attorney reports that the patient "sustained severe and personal injuries, consisting of chronic abdominal pain and incarcerated ventral hernia."; as a result, "the injuries have caused the patient physical pain and suffering", "scarring and disfigurement."